Event description:
It was reported that there was an issue with the speaker and vibrate function of a pump, as the speaker was not audible. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to adjust settings and attempt an alert test, which failed. The customer continued to use the pump for insulin therapy.